Event description:
Revision surgery performed 10 years and 10 months after the primary surgery due to a secondary deterioration of the bone fixation of the femoral component (edge and femoral cortical thickening). Patient has a history of bone deterioration.

Manufacturer narrative:
Batch review performed on 15 november 2021: lot 104023: (B)(4). Expiration date: 2016-nov-30. No anomalies found related to the problem. (B)(4). Clinical evaluation: 11 years after primary cementless tha the stem is painful and needs exchanging. The radiographs show distal fixation, with thick radiolucent lines in zones 1, 2 and 7, along with a pronounced cortical thickening at diaphyseal level which suggests that the stem lost proximal fixation years ago and was now held in place only distally. Signs of arthrosis are also visible on the left hip and this may have contributed to the worsening of the operated joint; the patient is reported to be significantly overweight. The final determination of the root cause for this adverse event cannot be performed with the elements at hand.